Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having nasal/throat irritation or soreness, thyroid failure and kidney problems. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused (symptoms). The patient did not report to receive medical intervention. The pms clinical expert reviewed this notification due to patient reporting that he has thyroid failure and kidney problems, irritated mouth, and nasal/throat irritation or soreness. The reported event may be related to a product problem of the device in this case. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on sep19, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged of having nasal/throat irritation or soreness, thyroid failure and kidney problems that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal and external investigation the manufacturer observed an high pitch blower whine, missing ui (users interface) knob, air inlet filter, sd card cover, the air outlet port had dust-like contamination in it, tan dust-like contamination at the air inlet, pca (printed circuit assembly) had dust-like contamination all over the top of it especially near the ui (users interface) knob area, dust-like contamination on top of the blower box and throughout the bottom of the enclosure, dust-like contamination on top of the blower motor, dust-like contamination in the bottom of the blower box, air inlet seal had yellowed and had dust-like contamination on it, manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam, black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure, evidence of sound abatement foam degradation/breakdown was observed in this device. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3 and h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously submitted a report with incorrect h11 verbiage. The correct verbiage is as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged of having nasal/throat irritation or soreness, thyroid failure and kidney problems that are related CPAP device's sound abatement foam. There was no medical intervention required by the patient.